Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2016-04701 & 0001822565-2016-04702).

Event description:
The patient reports unspecified complications eight weeks post-implantation. No further information is available at this time